Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease and recessive lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged alleging eye irritation, hypersensitivity, asthma, inflammatory response, lung disease, and recessive lung disease. No peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture, using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During review of the error logs, pil determined that the device had 5843.2 machine hours, 0 blower hours and 0 therapy hours. The error log showed 1 error logged. 1 instance of e-57 (err_sess_obs_queue_ovf) a reboot error. The session logger queue has been overflowed. Care orchestrator data was not available for download. During the investigation manufacturer observed the control knob was missing. Two cracks were observed on the ui panel around the lcd window. Potential dried liquid spots were observed on the right panel and many scratches on the bottom of the bottom enclosure. All four of the anti-slip pads were observed missing from the bottom enclosure. The serial label on the bottom enclosure was faded from excessive wear. Pil observed the red wire on the j9 humidifier connector burned through the plastic. (Inv0636) addresses the issue of the j9. An unknown brownish contaminant was observed inside the blower motor. What seemed to be insect larvae was observed in the bottom enclosure. Also observed a brownish dust-like contamination on the top enclosure, on the right-side panel, in the air inlet, in the bottom enclosure and on the sound abatement foam. A small amount of potential degraded sound abatement foam was observed on the blower housing and in the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. The manufacturer observed many scratches on the right panel and on the bottom of the humidifier enclosure and observed the anti-slip pads missing from the bottom enclosure. What seemed to be insect larvae was observed on top of the water tank, and in the lower base, potential hair-like particles along with unknown contaminate in the water tank, a brownish dust-like contamination with potential hair-like particles were observed in the air outlet port, on and under the humidifier flip lid assembly, on the left panel, on top of the water tank, on and in the humidifier bottom enclosure, on the dry box and in the lower base. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg.? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.